Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: b5, e3, h6 (health effect ¿ impact codes ). Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Found error code 60 in logs. Replaced power management board. Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. The failure analysis and testing dept. Received power management board, with a reported unit failure of battery slot 2 not charging batteries in the iabp. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r.battery slot 1 was able to charge the battery. Slot 2 was not able to charge it. Fat was able to replicate the reported failure. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. The failure analysis and testing dept. Received power management board with a reported unit failure of the battery not charging in slot 2. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issues found. Fat could not confirm the reported failure of the part. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The failure analysis and testing dept. Received pcb, power management, rohs from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier verified the failure of slot 2 not charging the battery. The supplier found that components u5 and q27 were defective. The supplier replaced u5 and q27, retested the board. The board passed testing. The failure analysis and testing dept. Installed pcb, power management, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r.the board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is down, unable to charge battery. Unit was swapped out therapy proceeded successfully. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is down, unable to charge battery. Unit was swapped out therapy proceeded successfully. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.